Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 300 mg/dl. Troubleshooting was done. Customer installed the battery upside down. Advised customer to insert a new battery and display returned. Advised customer to monitor the pump and call back if needed. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.